Event description:
It was reported the patient underwent surgical intervention wherein the ipg was explanted. No new devices were implanted.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. This issue can occur when the device is exposed to an external energy source outside the device handling and storage requirements. Once the device has entered into the service application state, the cp will be inhibited from programming the device into the therapy application state. The report stated that the patient had an unrelated surgery. As a result of this finding, actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Ity was reported the patients ipg became inoperable following a hospital operating room procedure. Surgical intervention may be pending to address the issue.